Event description:
Device malfunction: unspecified suture failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unspecified suture failure occurred. The device was removed and a second proglide was used to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.